Event description:
It was later clarified that the specific symptoms leading up to the revision on (B)(6) 2014 were not known. It was suspected the patient received a lack of therapeutic effect. To the caller¿s knowledge the lethargy did not occur until after the revision (see manufacturer report # 3004209178-2014-24734) and the lethargy was not associated with this catheter event with the difficulty aspirating the catheter. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient had a catheter revision ¿last friday.¿ the patient reportedly experienced lethargy. The catheter was kinked near the pump connection based on the physician¿s inability to aspirate. The catheter was subsequently removed and replaced. No additional actions or interventions were taken as a result of this catheter issue. At the time of the catheter revision, the device system delivered an unknown drug but it was not baclofen. The concentration was 5 milligrams/milliliter (mg/ml) and it was set to lowest programmable dose 0.24 mg/day. After the revision the patient¿s device system delivered morphine. The patient was doing fine post operatively besides the dose seeming to be too high. (See manufacturer report# 3004209178-2014-24734 for the dosing being too high). Additional information was requested to verify the patient¿s symptoms and drug delivered before the catheter revision. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).